Event description:
The pump's motor stalled. The pt had withdrawal symptoms due to the pump's failure to deliver the prescribed doses of intrathecal medications.the pump was returned to the manufacturer for analysis and their investigation concluded that the failure was due to corrosion and/or corrosion with mechanical wear.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to: heater bag temperature failed performance specification for fluid delivered out of specifications.

Event description:
The customer observed higher incidence of initial reactive hepatitis b surface antigen results generated from the architect i2000 analyzer. The customer requested a field service visit. The field service engineer (fse) performed maintenance procedures and confirmed controls were in range. The fse reviewed the customer's data and suspected the lot of reaction vessels used. The issue was resolved when the customer changed the lot of reaction vessels. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.

Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 112 mg/dl and 368 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4) upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. No method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, other lot #: other lot # 71554p100 was corrected to ni. Suspect medical device, lot #: architect reaction vessel lot 71554p100, device MFR. Date: 12/8/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.